Manufacturer narrative:
Correction- originally only 1 device was reported having an issue. This was a clerical error as it should have been 2 devices. One device was evaluated and one device was pending. The 1 pending device was not evaluated, as the issue was identified and resolved through communication/interviews with the user facility; no defect or malfunction was found.

Event description:
This report summarizes 2 malfunction events, where it was reported the device experienced unintended direction of the zoom. There was no patient involvement.

Event description:
This report summarizes 1 malfunction event, where it was reported the device experienced unintended direction of the zoom. There was no patient involvement.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 1 device was functionally/visually inspected in the field. The device was repaired and returned to use. There was no remedial action taken. This device is not labeled for single use.